Event description:
This is a spontaneous case report received on 14-jul-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for contraception. On (B)(6) 2011 plaintiff had a postpartum appointment with physician regarding contraception. She was given the essure pamphlet and the web address. On (B)(6) 2011, following discussion with her physician concerning safe and effective birth control options and consideration of material concerning the essure device, she underwent the essure procedure. Sometime following to the implant, she began to experience symptoms that included, but are not limited to, abnormal vaginal bleeding, left lower quadrant abdominal pain, low back pain, pelvic pain going into the legs, cramping and an allergic reaction. Doctors tried to treat the symptoms by diagnostic testing, such as a pelvic sonogram (no results were provided), and with medication, such as metformin to see if the pain was ovarian related. Because of the symptoms she was experiencing, on (B)(6) 2014, plaintiff underwent a total hysterectomy, removing her uterus, fallopian tubes, cervix and essure to try and alleviate the symptoms. Follow up information was received on 05-aug-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed pelvic pain. She underwent a total hysterectomy, removing her uterus, fallopian tubes, cervix and essure (approximately 3 years after device placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additionally, other events were reported (considered non-serious). This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: pelvic pain no dysuria no vaginal discharge and headache, no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. Concurrent conditions included abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis (vulvo vaginitis, unspecified), depression, dysfunctional uterine bleeding and diarrhea. Concomitant products included metronidazole (metrogel-vaginal) and vicodin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction") and vulvovaginal pain ("vaginal pain"). The patient was treated with metformin and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, back pain, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving. The reporter considered abdominal pain lower, back pain, genital haemorrhage, headache, hypersensitivity, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased. Diagnostic results: unspecified date: pelvic sonogram: no results provided *plaintiff undergo an essure confirmation test. Wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. On (B)(6) 2011, 3-5 coils were noted within the endometrial cavity. Concerning the injuries reported in this case, the following one vaginal hemorrhage, lower abdominal; lower back confirmed in patient¿s medical records. Most recent follow-up information incorporated above includes: on 18-oct-2018: medical record received. Reporter information, patient¿s relevant history and lab data updated. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: pelvic pain no dysuria no vaginal discharge and headache,no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. Concurrent conditions included abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis (vulvo vaginitis, unspecified), depression, dysfunctional uterine bleeding and diarrhea. Concomitant products included metronidazole (metrogel-vaginal) and vicodin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction") and vulvovaginal pain ("vaginal pain"). The patient was treated with metformin and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, back pain, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving. The reporter considered abdominal pain lower, back pain, genital haemorrhage, headache, hypersensitivity, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased diagnostic results: unspecified date: pelvic sonogram: no results provided *plaintiff undergo an essure confirmation test wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. (B)(6) 2011, 3-5 coils were noted within the endometrial cavity. Concerning the injuries reported in this case, the following one vaginal hemorrhage, lower abdominal; lower back confirmed in patient¿s medical records quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery on (B)(6) 2010, pap smear abnormal in 2008, pelvic pain, pregnancy, abortion complete, abdominal pain lower, subchorionic hematoma, haemorrhage in pregnancy, subchorionic bleeding, hyperlipidemia and haemorrhage in pregnancy. Pelvic pain no dysuria no vaginal discharge and headache,no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. *unspecified date: pelvic sonogram: no results provided wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. (B)(6) 2011, 3-5 coils were noted within the endometrial cavity. Previously administered products included for an unreported indication: lamotrigine, aspirin, balziva, ultram, pravastatin and depakote. Concurrent conditions included bipolar disorder since 2006, abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis, dysfunctional uterine bleeding, diarrhea, heavy periods, anemia, diarrhea, dizziness, numbness, vision abnormal, paraesthesia, muscular weakness, slurred speech and transient ischemic attack. Concomitant products included iron from 2010 to 2011 for anemia, celecoxib (celexa) since 2006 for bipolar depression, clonazepam from (B)(6) 2011 to (B)(6) 2011 for depression and anxiety, ethinylestradiol;norethisterone (ovcon) from (B)(6) 2011 to (B)(6) 2011 and medroxyprogesterone acetate (provera) from (B)(6) 2011 to (B)(6) 2011 for menses irregular, tramadol for pain, ibuprofen since (B)(6) 2010 for pain and anemia as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2011 to (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal) from (B)(6) 2011 to (B)(6) 2011, metronidazole (metrogel-vaginal), minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2010, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with metformin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, back pain, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving and the menstrual disorder, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased. Discrepancy noted as- patient had essure (or any part of the device) removed: no. Discrepancy noted as essure confirmation test(s) :plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, lower abdominal pain, lower back, pelvic pain, menorrhagia, anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. New events added: menorrhagia, depression and mental anguish. Reporters, concomitant drugs, concomitant conditions and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery on (B)(6) 2010, pap smear abnormal in 2008 , pelvic pain (2011), pregnancy, abortion complete (3), cramp in lower abdomen, subchorionic hematoma, haemorrhage in pregnancy, subchorionic bleeding, hyperlipidemia, haemorrhage in pregnancy, gravida ii and parity 4. Pelvic pain no dysuria no vaginal discharge and headache,no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. Unspecified date: pelvic sonogram: no results provided. Wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. On (B)(6) 2011, 3-5 coils were noted within the endometrial cavity. Previously administered products included for an unreported indication: lamotrigine, aspirin, balziva, ultram, pravastatin and depakote. Concurrent conditions included bipolar disorder since 2006 , abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis, dysfunctional uterine bleeding, diarrhea, heavy periods, anemia, diarrhea, dizziness, numbness, vision abnormal, paraesthesia, muscular weakness, slurred speech and transient ischemic attack. Concomitant products included iron from 2010 to 2011 for anemia, celecoxib (celexa) since 2006 for bipolar depression, clonazepam from (B)(6) 2011 to (B)(6) 2011 for depression and anxiety, ethinylestradiol;norethisterone (ovcon) from (B)(6) 2011 to (B)(6) 2011 and medroxyprogesterone acetate (provera) from (B)(6) 2011 to (B)(6) 2011 for menses irregular, tramadol for pain, ibuprofen since (B)(6) 2010 for pain and anemia as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2011 to (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal) from (B)(6) 2011 to (B)(6) 2011, metronidazole (metrogel-vaginal), minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2010, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). The patient was treated with metformin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menorrhagia and abdominal pain had resolved, the vaginal haemorrhage, abdominal pain lower, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased. Discrepancy noted as- patient had essure (or any part of the device) removed: no. Discrepancy noted as essure confirmation test(s) :plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding, psych injury : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, lower abdominal pain, lower back, pelvic pain, menorrhagia, anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received- new event dysmenorrhea (cramping) were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery on (B)(6) 2010, pap smear abnormal in 2008, pelvic pain, pregnancy, abortion complete, cramp in lower abdomen, subchorionic hematoma, haemorrhage in pregnancy, subchorionic bleeding, hyperlipidemia and haemorrhage in pregnancy. Pelvic pain no dysuria no vaginal discharge and headache,no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. *unspecified date: pelvic sonogram: no results provided wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. (B)(6) 2011, 3-5 coils were noted within the endometrial cavity. Previously administered products included for an unreported indication: lamotrigine, aspirin, balziva, ultram, pravastatin and depakote. Concurrent conditions included bipolar disorder since 2006, abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis, dysfunctional uterine bleeding, diarrhea, heavy periods, anemia, diarrhea, dizziness, numbness, vision abnormal, paraesthesia, muscular weakness, slurred speech and transient ischemic attack. Concomitant products included iron from 2010 to 2011 for anemia, celecoxib (celexa) since 2006 for bipolar depression, clonazepam from (B)(6) 2011 for depression and anxiety, ethinylestradiol;norethisterone (ovcon) from (B)(6) 2011 and medroxyprogesterone acetate (provera) from (B)(6) 2011 for menses irregular, tramadol for pain, ibuprofen since (B)(6) 2010 for pain and anemia as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal) from (B)(6) 2011, metronidazole (metrogel-vaginal), minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2010, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with metformin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menorrhagia and abdominal pain had resolved, the vaginal haemorrhage, abdominal pain lower, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased. Discrepancy noted as- patient had essure (or any part of the device) removed: no. Discrepancy noted as essure confirmation test(s) :plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding, psych injury : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, lower abdominal pain, lower back, pelvic pain, menorrhagia, anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information added. Event : abdominal pain added. Outcome of the event pelvic pain, back pain, menorrhagia (heavy menstrual bleeding), abnormal bleeding updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery on (B)(6)2010, pap smear abnormal in 2008, pelvic pain (2011), pregnancy, abortion complete (3), cramp in lower abdomen, subchorionic hematoma, haemorrhage in pregnancy, subchorionic bleeding, hyperlipidemia, haemorrhage in pregnancy, multigravida and parity 4. Pelvic pain no dysuria no vaginal discharge and headache,no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. *unspecified date: pelvic sonogram: no results provided wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. (B)(6) 2011, 3-5 coils were noted within the endometrial cavity. Previously administered products included for an unreported indication: lamotrigine, aspirin, balziva, ultram, pravastatin and depakote. Concurrent conditions included bipolar disorder since 2006, abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis, dysfunctional uterine bleeding, diarrhea, heavy periods, anemia, diarrhea, dizziness, numbness, vision abnormal, paraesthesia, muscular weakness, slurred speech and transient ischemic attack. Concomitant products included iron from 2010 to 2011 for anemia, celecoxib (celexa) since 2006 for bipolar depression, clonazepam from (B)(6) 2011 to (B)(6) 2011 for depression and anxiety, ethinylestradiol; norethisterone (ovcon) from (B)(6) 2011 to (B)(6) 2011 and medroxyprogesterone acetate (provera) from (B)(6) 2011 to (B)(6)2011 for menses irregular, tramadol for pain, ibuprofen since (B)(6) 2010 for pain and anemia as well as ethinylestradiol; levonorgestrel (seasonique) from (B)(6) 2011 to (B)(6) 2011, hydrocodone bitartrate; paracetamol (vicodin), lamotrigine (lamictal) from (B)(6) 2011 to (B)(6) 2011, metronidazole (metrogel-vaginal), minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2010, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and post procedural complication ("post removal complications"). The patient was treated with metformin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menorrhagia and abdominal pain had resolved, the vaginal haemorrhage, abdominal pain lower, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving and the menstrual disorder, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, post procedural complication, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased. Discrepancy noted as- patient had essure (or any part of the device) removed: no. Discrepancy noted as essure confirmation test(s): plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding, psych injury: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, lower abdominal pain, lower back, pelvic pain, menorrhagia, anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new event added- post procedural complication. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery on (B)(6) 2010, pap smear abnormal in 2008, pelvic pain (2011), pregnancy, abortion complete (3), cramp in lower abdomen, subchorionic hematoma, haemorrhage in pregnancy, subchorionic bleeding, hyperlipidemia, haemorrhage in pregnancy, multigravida and parity 4. Pelvic pain no dysuria no vaginal discharge and headache,no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. *unspecified date: pelvic sonogram: no results provided wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. (B)(6) 2011, 3-5 coils were noted within the endometrial cavity. Previously administered products included for an unreported indication: lamotrigine, aspirin, balziva, ultram, pravastatin and depakote. Concurrent conditions included bipolar disorder since 2006, abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis, dysfunctional uterine bleeding, diarrhea, heavy periods, anemia, diarrhea, dizziness, numbness, vision abnormal, paraesthesia, muscular weakness, slurred speech, transient ischemic attack and polycystic ovaries. Concomitant products included iron from 2010 to 2011 for anemia, celecoxib (celexa) since 2006 for bipolar depression, clonazepam from (B)(6) 2011 for depression and anxiety, ethinylestradiol;norethisterone (ovcon) from (B)(6) 2011 to (B)(6) 2011 and medroxyprogesterone acetate (provera) from (B)(6) 2011 for menses irregular, tramadol for pain, ibuprofen since (B)(6) 2010 for pain and anemia as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal) from (B)(6) 2011, metronidazole (metrogel-vaginal), minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2010, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and post procedural complication ("post removal complications"). The patient was treated with metformin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, heavy menstrual bleeding and abdominal pain had resolved, the vaginal haemorrhage, abdominal pain lower, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving and the menstrual disorder, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pain in extremity, pelvic pain, post procedural complication, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased. Discrepancy noted as- patient had essure (or any part of the device) removed: no. Discrepancy noted as essure confirmation test(s) :plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding, psych injury : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, lower abdominal pain, lower back, pelvic pain, menorrhagia, anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2021: medical record received. Reporter information and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery on (B)(6) 2010, pap smear abnormal in 2008, pelvic pain (2011), pregnancy, abortion complete (3), cramp in lower abdomen, subchorionic hematoma, haemorrhage in pregnancy, subchorionic bleeding, hyperlipidemia, haemorrhage in pregnancy, multigravida and parity 4. Pelvic pain no dysuria no vaginal discharge and headache,no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. Wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. Previously administered products included for an unreported indication: lamotrigine, aspirin, balziva, ultram, pravastatin and depakote. Concurrent conditions included bipolar disorder since 2006, abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis, dysfunctional uterine bleeding, diarrhea, heavy periods, anemia, diarrhea, dizziness, numbness, vision abnormal, paraesthesia, muscular weakness, slurred speech, transient ischemic attack and polycystic ovaries. Concomitant products included iron from 2010 to 2011 for anemia, celecoxib (celexa) since 2006 for bipolar depression, clonazepam from (B)(6) 2011 for depression and anxiety, ethinylestradiol;norethisterone (ovcon) from (B)(6) 2011 and medroxyprogesterone acetate (provera) from (B)(6) 2011 for menses irregular, tramadol for pain, ibuprofen since (B)(6) 2010 for pain and anemia as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2011, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine (lamictal) from (B)(6) 2011, metronidazole (metrogel-vaginal), minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2010, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain"), menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and post procedural complication ("post removal complications"). The patient was treated with metformin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, back pain, heavy menstrual bleeding and abdominal pain had resolved, the vaginal haemorrhage, abdominal pain lower, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving and the menstrual disorder, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pain in extremity, pelvic pain, post procedural complication, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased. Discrepancy noted as- patient had essure (or any part of the device) removed: no. Discrepancy noted as essure confirmation test(s) :plaintiff did not undergo essure confirmation test. Received treatment for pain, bleeding, psych injury : yes (B)(6) 2011, 3-5 coils were noted within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded. Ultrasound scan - on an unknown date: no results provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, lower abdominal pain, lower back, pelvic pain, menorrhagia, anxiety, dysmenorrhea. Lot number:827927 manufacturing date: 2011-02 expiration date:2014-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction") and vulvovaginal pain ("vaginal pain"). The patient was treated with metformin and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, back pain, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving. The reporter considered abdominal pain lower, back pain, genital haemorrhage, headache, hypersensitivity, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vulvovaginal pain, genital haemorrhage, migraine, headache were added. Reporter, patient demographic information, product stop date updated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: pelvic pain no dysuria no vaginal discharge and headache,no nausea omitting, fever, vaginal discharge, urinary symptoms. Reports non-bloody diarrhea started 2 weeks ago as well. *unspecified date: pelvic sonogram: no results provided wbc 6.4, CT scan neg, tv sono - uterus 8.9 cm, 5 mm stripe, normal ovaries with flow. (B)(6)2011, 3-5 coils were noted within the endometrial cavity. Concurrent conditions included abdominal pain (llq abdominal pain), nickel sensitivity, menorrhagia, bacterial vaginosis, vaginitis (vulvo vaginitis, unspecified), depression, dysfunctional uterine bleeding and diarrhea. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and metronidazole (metrogel-vaginal). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain lower ("left lower quadrant abdominal pain/cramping"), back pain ("low back pain"), pain in extremity ("pain going into the legs"), hypersensitivity ("allergic reaction"), vulvovaginal pain ("vaginal pain") and menstrual disorder ("menstrual issues"). The patient was treated with metformin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain lower, back pain, pain in extremity, hypersensitivity, vulvovaginal pain, migraine and headache was resolving and the menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff said: most, if not all, symptoms decreased diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure device successfully occluded. Concerning the injuries reported in this case, the following one vaginal hemorrhage, lower abdominal; lower back confirmed in patient¿s medical records quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-feb-2019: summons received - new events menstrual disorder. New reporter (lawyer) and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Correction for us reporting. The code (B)(4) was replaced with (B)(4).